Event description:
It was reported that non sustained right ventricular oversensing determined to be myopotential oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended and to be completed at a future date. There were no patient consequences.